Manufacturer narrative:
Nonstructural dysfunction (nsvd) may play a role in the development of valvular stenosis and/or regurgitation. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The reported events cannot be confirmed. However, these events were most likely impacted by the progression of the patients' underlying valvular disease pathologies with nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of the article: "carpentier-edwards supra-annular aortic porcine bioprosthesis: clinical performance over 20 years" by w.r. Eric jamieson, et al., the following events were identified as pertaining to the carpentier-edwards supra annular sav aortic valve model 2650. There were 64 cases of non-structural dysfunction, of which 30 events required reoperation (1 patient died after redo) and 34 events of death. No other details.